Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was difficult to insert the lead into the stylet. Lead was successfully implanted at the end of the procedure. Patient was fine.